Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a surgeon in (B)(6) reported: the surgeon inserted an a2fn nail screw and endcap on (B)(6) 2012. On (B)(6) 2013 surgeon tried to extract the nail after he confirmed the bone healing. The surgeon extracted the distal screw smoothly; however the end cap could not be rotated absolutely and surgeon could not remove again after the grinding of the surround bone. Finally the surgeon closed the surgical incision without extracting the nail. On (B)(6), the operation was performed. The doctor removed the nail by using a hook for nail removing procedure and soft-wire and clamp which was prepared at hospital. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The end-cap mounted on top of the nail was received and evaluated. The cap could be removed from the nail with increased force. Dried residues of blood between the cap and nail were discovered. The complaint condition is likely the result of the blood. The nail was manufactured in 2011, 12 pieces according to our specifications. No product fault for both articles could be detected.